Event description:
It was reported that the lesion had mild calcification and mild tortuosity. During the attempt to cross the mini-vision through a previously placed non-specified stent, resistance was noted and the mini-vision stent strut became bent. The previously implanted stent was also damaged. Another mini vision 2.0 x 15 mm stent was implanted to complete the procedure. There was no patient adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pt. Guide cath: medtronic. Rhv: boston scientific. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the rhv and stent damage could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial report filing, additional information was received stating that there was no previously implanted stent, as initially reported. However, during advancement of the mini-vision through an non-abbott rotating hemostatic valve (rhv), resistance was noted and the mini-vision stent struts became bent. The non-abbott rhv was also noted to have an inner surface irregularity.